Manufacturer narrative:
Per the reporter, a noise was heard coming from the device and the device shut down. The customer then observed that the power supply unit (psu) had exposed wires. The customer replaced the defective power supply unit (psu). The device and the new psu were returned to resmed and an evaluation was performed. The defective psu was not returned to resmed. The evaluation found no failures with the returned device and the new psu. The device was serviced and returned to the customer. A review of the device logs revealed total power failure events that were due to the psu failure. Based on previous investigations of similar complaints, it was determined that the psu defect was due to physical damage from excessive force applied during cable assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient injury reported as a result of this incident.